Event description:
It was reported that the patient's right ventricular (rv) lead has seen the pacing threshold slowly rise since implant such that now the threshold is high. The rv lead was explanted and replaced as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.